Event description:
Event description cpi received information that this bipolar lead was dislodged. An invasive procedure was performed to explant the lead, during the procedure the physician discovered the helix tip of this lead had broke off and remains in the patient. A new lead of the same model was implanted. The physician manual 352527-003, page 14, states: do not rotate the lead clockwise more than 10 turns when affixing the electrode helix to the heart wall. Excessive rotation may cause the helix to break.